Event description:
It was reported that the 8mm permanent cautery spatula instrument had wires sticking out. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery spatula instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.